Manufacturer narrative:
Information was forwarded from the (B)(6), zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not yet receive the explanted devices. The x-ray and surgical reports have been reviewed. They confirm aseptic loosening/migration of the acetabular cup. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure has lead to the alleged event. The retrievals are in transit to our laboratory for evaluation. A cause for this specific clinical event cannot be ascertained from the information provided. As soon as additional information has become available and/or the device(s) have been returned for evaluation and an investigation result has become available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that patient has been revised due to pain and suspected cup loosening and suspected osteolysis.